Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise. Exit block, low pacing impedance, and loss of sensing were observed. An insulation defect was observed on the proximal end of the lead. The lead was capped and replaced. Patient condition was ok after the event.